Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model d314trm, bi-ventricular implantable cardioverter defibrillator, implanted (B)(6) 2013; model 6935m55, implantable tachy lead, implanted (B)(6) 2013; model 5076-45, implantable pacing lead, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead "pulled back." An attempt was made to reposition the lead, but it continued to move to suboptimal positions. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.